Event description:
It was reported that the front part of the device fell off during use. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 05-apr-2022: the part fell off from the apollo, no break off. Update 07-apr-2022: it fell off inside the patient, but it was retrieved. Nothing remains in patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9835 ablator was received for investigation. Visual inspection identified that the ceramic tip of the ablator, including the electrodes, was missing. No fragments were returned for analysis. Additionally, the cord had been cut by the end user. As such, it was not possible to analyze the probe's functionality, memory, or runtime. Details regarding how long the device had been activated during the procedure were not provided. The cause remains undetermined.